Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after switching to a new infusion set and noted blood glucose levels over 400 mg/dl; the user disconnected from the ilet and administered subcutaneous insulin by injection per ketone action guidance, then later changed supplies and reconnected without further issues. Symptoms included elevated blood glucose. Outcomes included return of blood glucose to target after manual injection and continued use of the device without recurrence. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction. It was concluded that the cause of the hyperglycemia was unclear and that the event resolved with guidance and proper reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.